Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was elevated (204 mg/dl); however, customer stated that elevated blood glucose level was not due to cartridge alarm 19. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evalution.